Event description:
The user facility reported via user facility medwatch report (mw5163614) that during a patient procedure their snowden-pencer mis diamond-flex triangular retractor broke, and metal pieces fell into the patient. All pieces were successfully retrieved; this was confirmed via x-ray. No report of injury.

Manufacturer narrative:
The reported medwatch mw5163614 did not provide a user facility name, address, phone number or email contact. Without the user facility's contact information, steris is unable to obtain additional information regarding the reported event. The snowden-pencer mis diamond-flex triangular retractor of the reported event is unavailable for evaluation due to the user facility not being able to be contacted. Without the return or inspection of the subject device, a root cause cannot be determined. A follow-up report will be submitted should additional information become available. No additional issues have been reported. UDI related data clarification - the lot/serial number is unknown, therefore, the applicable production identifiers were not included in the MDR.